Manufacturer narrative:
Of the 18 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to an audio bolus button defect. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 18</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranged from 11-64 years of age and between 41 and 220 pounds. Of the reported patients, 8 were male, 9 were female.

Manufacturer narrative:
Of the 35 allegations of a malfunction, 24 pumps were returned to animas and investigated. Of the investigated pumps, 23 were found to be malfunctioning due to bolus button leaks and moisture within. During investigation for unrelated complaints, there were 53 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of audio bolus with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of audio bolus w/ moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.